Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms observed in the log file was confirmed. Log files, event and periodic, were provided for review. The event log file contained data recorded from (B)(6) to (B)(6) 2021 where a no external power alarm was recorded on (B)(6) . The log file also contained some atypical low voltage advisory and power cable disconnect alarms while connected to 14v batteries. The pump operation was not affected and the system maintained the desired set speed with no interruptions. The periodic log file contained events recorded from (B)(6) to (B)(6) 2021 where a no external power was recorded on (B)(6) . The system controller serial number (B)(4) was not returned for evaluation. Per the additional information the patient was in an atv accident and cracked the controller and dented a battery. The review of the provided photos confirmed a significant crack on the housing near the driveline connector. Heartmate 3 patient handbook rev c, under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook, rev c, also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a log file review was requested. On (B)(6) 2021 the event log captured persistent low voltage and several power cable disconnect events while using battery power. It looked as thought the issue was possibly the connection on the battery clip on the white power lead. It was reported that the patient was having lower voltage readings then higher voltage readings according to what was seen in the log. It appears that the issue resolved when the patient switched to fully charged batteries. It was recommended that if these types of events were to return to have the patient try the backup set of battery clips. It was reported that the patient was in an atv accident and had cracked his controller and dented a battery.

Manufacturer narrative:
The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The reported event of a damaged/cracked housing was confirmed. The returned system controller serial number hsc-06912 was in used condition. Visual inspection revealed a crack in the housing near the driveline connector. The edges on the front side (user interface side) of the housing were also damaged. The data log files were successfully retrieved from the system controller. The event log file contained data recorded from may 7 to may 12, 2021 where low voltage and power cable disconnect alarms were recorded. Some of these alarms were associated with invalid rsoc (relative state of charge) values and may suggest a possible connection issue between the batteries and the clips. The periodic log file contained events recorded from may 1 to may 12, 2021. There was a no external power alarm recorded on may 6. The associated voltage levels suggested that the system was connected to 14v batteries when the alarm occurred. The pump operation was not affected and the system was powered by the backup battery during the event. The system controller was functionally tested using the laboratory equipment and was found to function as intended. The system controller was operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. No further information was provided. The manufacturer is closing the file on this event.